Event description:
The medical examiner's (me) office reported that the patient died in 2007 following an automobile accident. The cause of death was listed as "multiple traumatic injuries." It was undetermined yet if the death was device related or not. The patient's pump was interrogated and a toxicology evaluation was done; however, no results were available yet. It was estimated that it could take 2-3 months for the reports to come back. No cerebral spinal fluid was taken for analysis. The pump contained dilaudid 20mg/ml with a daily dose of 3.502 mg. The patient was seen by his primary hcp approx a month before, and at that time was taking oral medications which included dilaudid 4mg tabs, klonopin 1mg tabs, lortab, and ambien. The me stated that there was a medication issue in that the amount that was found was less than what the patient should have had based on his prescription dates. The pump had not yet been returned to the manufacturer. The me indicated that the disposition of pump would be determined once their case was complete. The me stated that if the pump was returned, the autopsy report and toxicology results would be included.